Event description:
It was reported that during an unknown procedure, the device fired malformed staples. The surgeon used hand sewing to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.